Event description:
Aspen surgical received a medwatch (B)(4) report indicating that a needle broke during a procedure. Incident occurred at the end user. This event was filed in our complaint handling system as number c-1182608.

Manufacturer narrative:
No sample, lot number, or photographic evidence was provided for evaluation. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Device not available.